Event description:
It was reported that pump displayed malfunction code ¿malf 0¿ with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through a pump reset, and after reset the malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code appeared again, and acknowledged these instructions.